Event description:
It was reported that an advance sling was implanted to treat the patient in (B)(6) 2011. The patient returned in (B)(6) 2012 for an additional incontinence device implant due to increased incontinence compared to baseline level of incontinence.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.